Event description:
It was reported that during a cholecystectomy scissoring occurred and also clip malformed. Another device was used to complete the case. There were no adverse consequences to patient. Device will not be returned.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.